Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) communicate with customer and confirmed that the system was not starting. Review of the system log file showed malfunction of flexvision pc . The rse suggested for replacement of flexvision pc and the customer order and replace the flexvision pc , hdd on their own. After replacement of the flexvision pc , hdd and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system did not boot up successfully, it got stuck at 00:00. The system was not in clinical use. No harm has been reported to philips. A philips remote service engineer (rse) inspected the system remotely and confirmed via logs that the flexvision pc was intermittently not booting. Troubleshooting actions showed a problem with the connection between the flexvision pc and the allura device. It was recommended that the flexvision pc is replaced.